Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead for high rate non-sustained episodes, sensing integrity counter (sic) short v-v intervals, and high impedance. It was also noted that there was occasional oversensing and loss of capture which was recreated with pocket manipulation, and a possible lead fracture noted. The rv lead was reprogrammed and subsequently capped and replaced. It was also reported that there was possible high thresholds on the left ventricular (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.